Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the mechanical ventilation was not available when putting auxiliary common gas outlet switch in ventilation position. The auxiliary common gas outlet switch was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was unable to mechanically ventilate. There was no report of patient involvement.